Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) analyzed the system remotely and found that the breakers were tripped in equipment room. The customer reset the breakers and pdu went to pop(purchase order performance). However, there was no further service provided from the philips as the customer is taking care of device service and notified to contact philips for further assistance. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.